Event description:
It was reported that one day post implant the lead exhibited loss of capture in the ventricle while tracking p-waves. Ventricular bipolar thresholds of 0.5 v at 0.4 ms were seen repeatedly, so output was programmed to unipolar 7.5 v at 1.5 ms. This caused pocket stimulation, so the patient was switched back to bipolar at a lower rate, but the stimulation continued. The lead was explanted, revealing that a surgical staple had punctured the insulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.